Manufacturer narrative:
The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and the associated competitor's leads were explanted due to an infection. No additional adverse patient effects were reported.